Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 85 91-38, lot# c26283, product type: accessory. (B)(4).

Event description:
Additional information received reported a healthcare provider was unable to find anything in regarding a dye study in (B)(6). There was nothing in the patient's chart to indicate a formation at the catheter tip. It was reported that the type of baclofen used was a compounding mixture and the baclofen was a "baclofen powder." The patient's pump was refilled since (B)(6) 2015 and no other actions or interventions were recorded in the notes. Patient outcome was unknown.

Event description:
It was reported that the patient started having problems with pain and increased spasticity the prior (B)(6) and started taking oral baclofen along with ¿other meds¿. The health care professional changed the dosage a couple of times and removed the morphine at one point to see if tingling would subside. The tingling did not subside and the pain was too bad, so they put the morphine back in at the next refill. There was no alleged product issue and there was no action required as a result of the event. The patient complained of tingling/numbness in legs and feet. The health care professional was requesting a dye study/CT myelogram to ensure nothing is forming at the catheter tip. The dye study/CT myelogram was scheduled for (B)(6) 2015. The patient¿s status at the time of report was alive ¿ no injury. It was later reported the other medication (oral, etc.) The patient was taking at the time of event included baclofen, xanaflex, and neurontin. The dye study results were negative; however, the results of the CT scan were unknown at the time of report. It was unknown what the cause of the patient¿s symptoms was or what the event was attributed to, but it was reported as not pump related. The event did not appear to be catheter related. The pump was used to infuse morphine and gablofen.